Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced burning and numbness related to a cgm sensor which occurred same day after the sensor had been inserted in the arm. After the sensor insertion the patient felt a systemic reaction covering all parts of the body. The patient stated that they hit a nerve and would have experienced nerve pain. The patient described the reaction as burning and numbness from the sensor area, over the middle finger of the other side of the body, hands, and foot. The patient also experienced a headache. The patient decided to remove the sensor. After the removal of the sensor the symptoms are all gone. She said she did not consult health care professional (hcp) because she was totally fine and felt good after she removed the sensor. At the time of the report, patient condition was stable. No other details were provided. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.